Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Although the exposed portion of the soft cannula was kinked, fluid was able to freely flow through the fluid path and exit at the distal tip of the soft cannula. Investigation of the pod found no other damage or defects that could contribute to a pod failing to deliver insulin. The downloaded data shows no timeouts or drive stalls during the pod's run that could indicate a failure of the pod delivering insulin. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 308 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a manual injection was given and a new pod was applied.